Manufacturer narrative:
Citation: houeijeh a.; et al. Long-term outcomes of transcatheter pulmonary valve implantation with melody and sapien valves. Int j cardiol. 2023 jan 1;370:156-166. Doi: 10.1016/j.ijcard.2022.10.141. Epub 2022 oct 22. Pmid: 36283540 earliest date of publication used for date of event. Medtronic products referenced: melody (PMA# p140017, product code: npv). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding long-term outcomes after transcatheter pulmonary valve implantation (tpvi). All data were collected from a single center between december 2008 and december 2019. The study population included 214 patients who were predominantly male with a mean age of 28 years. Multiple manufacturer¿s devices were implanted in the study population; 32 patients were implanted with a medtronic melody bioprosthetic valve. No unique device identifier numbers were provided. Among all patients, four patients died from infective endocarditis-related sepsis, with three patients dying after emergency surgery, in a period of one-to-five years post-tpvi. Three patients died from advancement of pre-implant heart failure. One patient with severe pulmonary hypertension and one patient with tetralogy of fallot each encountered sudden death. There was no statement of causal or contributory relationship between medtronic product and the deaths. Among all medtronic melody patients, adverse events included: bioprosthetic pulmonary stenosis in one patient, requiring transcatheter valve-in-valve replacement. Based on the available information medtronic product was associated with this adverse event. Twelve patients developed infective endocarditis (ie), requiring hospitalization, antibiotics and/or surgical valve replacement for severe pulmonary stenosis. The authors noted that all cases of ie developed more than one-year post-tpvi. All of the patients had risk factors including pre-implant obstructive right ventricular outflow tract (rvot) anatomy, prior cases of ie or immune deficiencies. Based on the available information medtronic product was not associated with the cases of ie. No additional adverse patient effects or product performance issues were reported.